Event description:
It was reported during use by customer that cardiosave intra aortic balloon (iab) unit is experiencing gas loss in iabp circuit and unable to update timing alarm. No harm and injury reported.

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital, (event site address) (B)(6). A gas loss in the iab circuit occurs when helium leakage or high diffusion is detected by the pump, triggering an alarm once loss exceeds 5 cc per hour under defined inflation and deflation conditions. The failure occurred during therapy and was identified by the customer while the device was in use, with patient involvement but no reported harm. The alarms indicated gas loss in the iab circuit and inability to update timing, but therapy was not discontinued and a replacement machine was used. Several details including insertion type, device identification, x ray verification, aorta condition, duration of use and patient demographics were unavailable because the iab had been discarded, with technicians noting no immediate safety impact or onsite injury.